Manufacturer narrative:
Additional information: through follow up it was learned that the lens was implanted on (B)(6) 2016 and explanted on (B)(6) 2016 from a female patient's right eye. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury reported. No further information was provided. (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2016. (B)(6). Health care professional: yes. Occupation: physician. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that zxr000 intraocular lens (iol) was explanted due to patient see seeing spider webbing after the lens was implanted. Lens was replaced with a non-amo monofocal lens. No other information was provided